Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed the r2 electrode was detached. The sponge pads on the electrodes were removed, fiber remains on the pads and dried gel deposits were observed on the electrodes. The sensor failed continuity testing due to an open circuit across all the electrodes. Gel and fiber residue removed and continuity testing was redone. Good continuity was observed all of the electrodes. Continuity test was performed between the electrodes and the connector and an open was observed between the r2 connector and the electrode. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported the device provided inaccurate psi values. No patient impact or consequences were reported.